Manufacturer narrative:
Device evaluation: the report of thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). Additionally, the report of a separation of the distal end driveline bend relief near the metal connector requiring a clamshell repair was confirmed through a submitted photograph as well as an onsite evaluation performed by a technical service representative. The pump was returned assembled with the driveline (dl) cut approximately 11¿ from the pump housing and the remaining distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned attached to the pump's outlet port. The sealed outflow graft and the sealed outflow graft bend relief had been detached from the outlet elbow. The sealed outflow graft bend relief collar was returned detached from the graft attachment. Another manufacture¿s product was also returned. Examination of (B)(4) upon disassembly a tissue-like deposition surrounding the outlet bearing ball within the proximal side of the outlet stator. The deposition contained areas of denaturation and contact marks were noted on the outlet bearing cup, indicating that the deposition was present for an indeterminate duration while the device was supporting the patient; however, a duration in which it was present in the pump cannot be determined. The deposition lacked laminated layering indicating that it did not originate in this location; however, its specific origins cannot be determined. Although the origin of the deposition and a duration for which it was present within the pump could not be conclusively determined, it could have contributed to the reported elevation in ldh. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #(B)(4). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: patient was transplanted.

Event description:
Patient was on transplant list prior to vad malfunction. Ldh never returned to normal value. His status was elevated due to vad malfunction only. He had no infections or history of gi bleeds. Vad did not show elevated powers or flows.

Event description:
On 04jan2019, it was reported that patient had a clamshell repair performed. No additional issues were reported.

Manufacturer narrative:
Approximate age of device: 2 years, 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported the patient was seen in clinic for a routine follow-up. Upon examination the patient was found to have the driveline sheath pulled away from the controller connection. The internal wires did not appear to have any damage. The patient was found to have newly elevated ldh of 1052 u/l. The patient is being treated with IV heparin therapy for the elevated ldh. No further information was provided